Event description:
Since reviewing thri cochlear implant in 1997, this patient has not progressed in thieir development of auditory-based skills at the expected rate. Although clinical and device integrity test results have been unable to confirm a malfunction, the patient's family members and health care provider have dicided to replace the device on 06/2004. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.